Manufacturer narrative:
Reliability analysis inspected 4 opened/used infusion sets and performed hand prime using new lab reservoirs and found they were occluded at the quick release connection septum site. They were unable to confirm if the customer received the infusion sets occluded because the customer returned opened/used sets. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 105 mg/dl. Customer does not have a back-up plan. Customer has not treated. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the alarm is recurring. Customer stated that the issue has not been resolved. Customer stated that the alarm is still active at the time of the call. Customer stated that the insulin did not exit during manual plunger push. Customer stated that she thought there was some liquid on the reservoir or infusion set connection. Customer will continue trying to get a working connection between the infusion set and reservoir. Customer stated that the last 5 times that she changed the reservoir, she got a no delivery alarm. Customer put the plunger back in and cannot push it, but before she puts the reservoir in the pump, she can push the insulin.